Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a down arrow button intermittently non responsive. The customer stated that the numbers were not ramping on their own and scroll bar was not moving with no input. Customer stated the buttons were not responding. No harm requiring medical intervention was reported. The device will be returned for analysis.